Manufacturer narrative:
The complaint of separation on item 126509260 not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The device history review (DHR) reviewed couldn't be performed due to lot number for this complaint was unknown. User facility medwatch# 1600820000-2023-8019.

Event description:
The event involved a t-connector tubing, where it was reported upon positioning an infant for a chest x-ray, the peripherally inserted central catheter (PICC) t-connector tubing was noted to have snapped at the connection of clear tubing to green connector of t-connector. The reporter stated it broke off where #3 connects to the green piece. There were no issues noted during initial set-up/priming of the t-connector tubing. The original intended procedure was IV fluid administration via peripherally inserted central catheter (PICC) line. The t-connector was attached directly to a 1.2 fr l-cath PICC line and the IV fluid tubing was the standard alaris pump tubing. There were no observed component damages, anomalies with the or the mating / access devices. There was patient involvement and no patient harm reported.